Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced nausea and diarrhea. At the time, the cgm was reading low while the blood glucose was reading 600 mg/dl. After the patient noted the inaccuracy, they went to the hospital with a family member. At the hospital, the patient was treated with intravenous fluids containing saline and insulin. The patient was discharged after 4 hours. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.